Event description:
The event occurred during treatment. It was reported that after 50 minutes of extra-corporeal circulation, the connector for dialysis on the oxygenator broke and a blood leakage was occurred. No harm to any person has been reported. Complaint (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
The sample was investigated at getinge laboratory on 2024 (B)(6). Upon visual inspection control of the dialysis connector revealed that the connector was not broken and there was not any cracks or damages. Further visual inspection was performed, and two cracks were found at luer lock connector of de-airing valve and luer lock connector of blood outlet connector, which are not related to the reported failure and must be occured after leaving customers site. Flow test was performed and after 14 minutes at 500 rpm (0,40 l/min and pven 61 mmhg) a leakage at the dialysis connector occurred. Then the dialysis connector was removed from the product by sawing. A detailed examination of the sawn-out area did not reveal any evidence of incorrect assembly of the o-ring. Based on the laboratory investigation results, reported failure 'leakage' could be confirmed. The investigation is ongoing. A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
The event occurred during treatment. It was reported that after 50 minutes of extra-corporeal circulation, the connector for dialysis on the oxygenator broke and a blood leakage was occurred. Customer changed the product during treatment. No harm to any person has been reported. The sample was investigated at getinge laboratory on 2024-01-31. Upon visual inspection control of the dialysis connector revealed that the connector was not broken and there was not any cracks or damages. Further visual inspection was performed, and two cracks were found at luer lock connector of de-airing valve and luer lock connector of blood outlet connector, which are not related to the reported failure. Flow test was performed and after 14 minutes at 500 rpm (0,40 l/min and pven 61 mmhg) a leakage at the dialysis connector occurred. Then the dialysis connector was removed from the product by sawing. A detailed examination of the sawn-out area did not reveal any evidence of incorrect assembly of the o-ring. Based on the laboratory investigation results, reported failure 'leakage' could be confirmed. Based on the investigation results, the exact cause of the leakage could not be determined. However according to risk assessment file of quadrox-I small adult/adult, quadrox-ID adult, the probable root causes could be: transport & storage: mechanical damage of the device during transportation and storage due to vibration and impact. Damaging to the connectors during removing caps. Connector is damaged during connection. The production history record (DHR) of the affected quadrox-I small with lot 3000303185 / serial no. (B)(6) was reviewed on 2024-01-11. According to the DHR results, the product quadrox-I small passed the defined manufacturing and final release specifications. The production history record (DHR) of the affected bo-hqv 129100 with lot# 3000320084 was reviewed on 2023-12-27. According to the DHR result, the product bo-hqv 129100 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.